Manufacturer narrative:
Patient's weight unavailable from site. Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the passive planer sharp is difficult to verify and if verification is achieved the tool does not appear to be accurate. Other tools verify without issue. There was no delay to the case and no patient impact correlated.